Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they observed a sample flush pump error while processing patient samples on the dimension xpand with hm instrument. The customer reset the instrument, reordered the samples that were impacted by the pump error, and obtained the discordant, falsely elevated calcium (ca) result. The customer obtained acceptable results after reloading the sample after the errors were resolved. Siemens investigated this event and determined that the customer obtained the discordant result when there was a system error and the instrument flagged the discordant result as "hi". The cause of the discordant, falsely elevated result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on a patient sample on a dimension xpand with hm instrument. The discordant result was not reported to the physician(s) . The sample was repeated on the same instrument twice. The repeat results were lower than the discordant result. The repeat result of 8.0 mg/dl was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.